Manufacturer narrative:
Additional information was received on 4/17/2019. In addition to the autoimmune symptoms already reported; rashes, hives, heart palpitations, joint pain, memory problems, mouth sores, fungus on the feet and toes, fatigue, sinus problems, and difficulty breathing were noted. Also, left sided breast pain and rupture confirmed by magnetic resonance imaging was present. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient of unknown age and indication had unknown mentor saline prostheses implanted and experienced the following: autoimmune symptoms about 10 years ago (2008), idiopathic thrombocytopenic purpura (itp) disorder, spleen removal, digestive problems, constipation, depression, and anxiety. The patient plans to undergo explantation, however, no date of explantation has been scheduled thus far. No product issue, such as deflation was reported. The root cause of the patient's symptoms are unclear. See 1645337-2019-09110 for contralateral prosthesis report.